Manufacturer narrative:
Unit alarmed a33 during prime/a33 test at 4.0 lbs due to faulty fsr. Aa 06-16-06 (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated the device was not squirting insulin out during manual prime process. The insulin pump will be returned for analysis.